Event description:
Kimberly-clark received a report from (B)(6) stating the peg tube could not be removed using the traction method. The procedure should have taken around five minutes, but due to the rupture of the device the removal procedure was prolonged by one hour. A series of endoscopies were performed and the device was removed from the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. A review of the lot number, aw212202v, provided in the complaint notes the device expiration date was april 30, 2014. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.